Manufacturer narrative:
Correction: correcting h10 of the initial medwatch. The device was evaluated and the phenomenon was confirmed by the repair department. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noise appears on the image when the cable was moved occurred because the video function did not work properly due to faulty cable. The cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint was not confirmed. It was found that a noisy image was produced when the cable was swaying due to a faulty cable, but the image was visible. Other findings include a bright dot at the center of the image, and a misaligned image due to a deformed coupler. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd auoclavable camera head produced images with slightly disturbed fringes when the camera cable was shaken. This occurred during maintenance. Patient was not under sedation, and there was no delay. The procedure was completed with the same device, and there was no report of patient harm.